Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The serial number is unknown for now. Once it is retrieved, a new MDR will be sent.

Event description:
Reportedly, the physician is using a smarttouch programming system with software version 3.16. There was a screen freeze issue. The problem was resolved by removing the battery.

Event description:
Reportedly, the physician is using a smarttouch programming system with software version 3.16. There was a screen freeze issue. The problem was resolved by removing the battery.

Manufacturer narrative:
The conclusions are as follows: the analysis has shown that a hardware issue (hard disk) led to the event raised in the complaint. The hardware component needs to be replaced.